Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). Similar to device under 510(k)/PMA p070016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: for (B)(4): in order to occlude the entry of the dissection, the zteg-2pt-38-28-199-pf lot: e3667999 was placed from right below the left subclavian artery. After that the physician attempted to deploy the gzsd-36-164-2 lot: e3791302. The zteg-2pt-38-28-199-pf and the gzsd-36-164-2 were overlapped with two stents length. Then, the physician loosened the safety-lock knob from the green trigger-wire-release mechanism and attempted to withdraw the triger-wire and it was too tight to pull and he could not fully withdraw it. Therefore, the physician fully withdrew the trigger-wire using a pean forceps and the bare stent was deployed but the distal part of the bare stent became slightly narrowed. After the deployment, the dilator was pulled into the sheath and then the physician attempted to remove the introduction system from the body. During the attempt, the bare stent was migrated distally along with the introduction system movement. After all, the introduction system was removed from the body but the bare stent was migrated to the proximal part of the terminal aorta compared to the scheduled position. The distal part of the bare stent became overlapped due to the migration. (2nd to 4th stent were overlapped). For (B)(4): in order to expand the narrowed part of the bare stent, the physician attempted to use the esbe-22-80-t-pf-d lot: e3714078. However the delivery system of the esbe-22-80-t-pf-d did not pass through the narrowed part and the physician gave up to use the esbe-22-80-t-pf-d. After that, the physician checked the bare stent and no vascular injury was confirmed at that time. The blood pressure and the patient's condition were stable, so no additional procedure was performed and the physician decided to follow-up the patient. Patient outcome: in observation.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a male patient underwent surgery for a type b dissection. A zteg-2pt-38-28-199-pf and a gzsd-36-164-2 were planned to be implanted with an overlap of two stents length. Deployment difficulties caused the gzsd-36-164-2 to be deployed with some narrowing in the distal end and more distally than intended ((B)(4)). An attempt was made to expand the narrowed part of the bare stent using an esbe-22-80-t-pf-d (complaint device), however the delivery system could not pass through the narrowed part. Since the patient¿s condition was stable no additional procedure was performed. No other adverse events to the patient have been reported. The patient is being observed. The product was not returned. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Three aortograms and two still images from aortograms taken (B)(6) 2019 were provided and reviewed by an imaging expert. The imaging provided did not show the inability to advance the esbe. However, the imaging reviewers impression was: "once the gzsd is distorted as it was through stents 5-8, the lumen becomes crowded with wires and fluoroscopically invisible loops of suture. Although still outside the guide wire, these wires and sutures have in previous cases prevented advancement of additional devices. Friction between the sutures and an advancing device such as an esbe exacerbates friction by pulling the stent wires closer. Advancement even of an angioplasty balloon has been impossible." No exact cause for this event can be established based on the provided information, however it is likely that the narrowing of the gzsd hindered the insertion of the esbe. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.